Manufacturer narrative:
Age of device: 2 years and 10 months. The pump is still in use supporting the patient; however, the replaced portion of the driveline was returned to the manufacturer for evaluation and is being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit, when the white power cable was connected to the power module, low flow and low speed alarms occurred. The patient became short of breath and grabbed her chest with discomfort. The patient was immediately switched back to battery power, the alarms resolved, and the patient felt fine. The log file was reviewed and the low flow alarms while connected to the power module was confirmed. X-rays were taken and were unremarkable. A possible driveline short to shield was suspected. The manufacturer¿s technical service technician evaluated the driveline. The continuity test was performed and no broken wires were revealed. A portion of the distal end of the driveline was replaced. After the repair, the patient was connected to the power module with a grounded patient cable, and the alarms reoccurred. The patient was switched to battery power and there were no alarms. The patient was given an ungrounded patient cable. Next steps for the patient are being considered, including possibly explanting the pump, or exchanging the pump.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related issues have been reported since the patient was placed on the ungrounded patient cable. The replaced portion of the percutaneous lead, approximately 15 inches, was returned for evaluation. Although the reported low speed and pump stoppage events were confirmed during review of the submitted system controller log file, the cause could not be conclusively determined. The log file captured multiple low speed and pump stoppage events while the system was operating on the power module. The events showed corresponding elevations in pump power and pulsatility index. Based on the manufacturer¿s previous complaint experience, the captured events appear consistent with a potential percutaneous lead issue. The replaced portion of the percutaneous lead that was returned was analyzed, and minor breakdown of the braided shield was observed adjacent to the metal connector. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.